Manufacturer narrative:
The device was returned for evaluation. The unit was received with the base handle closed without the 6 inch transitional installed, and a deformed handle hole. The 6 inch transitional was scarred, and will need to be replaced. The shock cushion was also worn, and the adjustment wrench was missing. General maintenance and cleaning required. The device history record (DHR) review showed no abnormalities related to the reported failure. Complaint has been confirmed on inspection of unit. The returned device did not meet all specific functional testing.

Event description:
A customer reported that the cam rod and lever of the a2101 mayfield ultra base unit would not accept transitional member. There was no known patient injury or surgery delay.